Manufacturer narrative:
(B)(4). The reported patient effect of embolism as listed in the coronary stent graft system, graftmaster rapid exchange (rx) instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the graftmaster rx was used to treat a long aneurysm and thrombus observed in the occluded proximal right coronary artery. It should be noted that IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the treatment contributed to the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with an acute myocardial infarction. A long aneurysm and thrombus were observed in the occluded proximal right coronary artery which required the use of two graftmaster stents. The aneurysm was not actively bleeding. Thrombectomy was performed for the thrombus, and the 4.0 x 16 mm graftmaster and the 4.0 x 19 mm graftmaster were implanted. The aneurysm was sealed successfully with a good result. Post-procedure, the patient lost strength on the right side, and experienced multiple embolic strokes. The weakness resolved on its own the same day and no treatment was needed. It is unknown when the thrombus embolized; however, it is believed that the placement of the graftmaster stents contributed to the embolism. Other than general fatigue, the patient is doing well with no impairments. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4.0 x 19 mm graftmaster referenced is being filed under a separate medwatch MFR number.